Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con), healthcare professional (hcp), and a manufacturer's representative (rep) regarding a patient receiving compounded baclofen (4000 mcg/ml at 1777 mcg/day) via an implantable infusion pump. The patient was also receiving oral baclofen. The indication for use was intractable spasticity. It was reported that there was an increase in rigidity on and off. The patient's mother also stated she had called medtronic regarding this issue that had been going on for the past 3 years. She believed something was wrong with the pump. At refill, there were times there was more drug in the reservoir than there should be. The patient's mother gave an example of an instance where there was 11 mls more than there should be. She was unable to give any specific dates of this event. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient's mother denied any diagnostic studies or troubleshooting. A motor stall sound was played on the call and the patient's mother and the caregiver denied having heard the sound. Interventions taken to resolve the issue included the pump being scheduled for replacement due to reaching early replacement indicator (eri) in 7 months. The pump was replaced and the catheter was aspirated successfully. A dye study was performed and the hcp was satisfied with the results. A new pump was sutured into the pocket and the catheter access port (cap) was accessed and aspirated su ccessfully to ensure the catheter was not kinked or occluded in any way under the pump after it was sutured in place. Per device registration, the the pump was replaced on (B)(6) 2023. There was no need to replace the catheter. The issue was considered resolved at the time of report. The status of the patient at the time of report was "alive - no injury".